Manufacturer narrative:
One sample was received for investigation. The complainant returned units were visually inspected at a distance of 12" to 16" under normal conditions of illumination according to procedure visual inspection. No damage, slits or discrepancies affecting the performance of the sample were detected during the visual inspection. The samples were set for accuracy testing using a pump, samples passed the accuracy test and the reported failure mode is not confirmed. The root cause cannot be determined since the complaint was not confirmed since the samples were tested and successfully passed. No corrective actions are required since the complaint was not confirmed. Shm will continue monitoring this failure condition in this product for future escalation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot number is unknown.

Event description:
It was reported by patient that when he went to change his antibiotic bag, he had a lot remaining. Patient saved bag for nurses. Nurses drew back remaining fluid in bag, to find that 160ml remained. Total labelled bag volume was 288mls (under infusion). Nurse changed tubing (assuming this was the issue) and changed the bag. When the patient followed up again, nurse noted that there was again a lot of medication remaining in the bag. This time nurse drew 120mls from the bag. Patient was under infused again. No serious patient harm reported. Additional information received on 28-dec-2022 via email and attached to complaint object: customer provided sample return contact details. They will return the sample under mdip (B)(6) and mdip (B)(6) together for a total of 3 sets. Patient details not available.

Manufacturer narrative:
Other, other text: b5: additional information received on 4-jan-2023 via email and attached to complaint object: customer stated that lot number of the line was not recorded. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.